Manufacturer narrative:
Calibration and qc were passing at the time of the event, showing that a general reagent issue is not occurring. The investigation determined that there was no product issue.

Event description:
There was an allegation of a questionable elecsys anti-hav ii result from the cobas e 411 analyzer (rack system). The initial anti-hav total result of 0.918 coi was reactive, and the anti-hav igm result of 0.224 coi was non-reactive. The customer received confirmation from another institute with a result for anti-hav igg of 0.16 coi and anti-hav igm result of 0.08 were both non-reactive.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.